Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: d8, d9, e4, h4. The device was returned to olympus for inspection and the reported failure of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on ccd unit, the image is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charge-coupled device unit olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no picture. The issue was occurred during set up of the device. There were no patient involvement.